Event description:
Port-a-cath placed on (B)(6) 2015 on chemo pt, procedure went well, pt discharged. On (B)(6) 2015 pt was re-admitted, chest x-ray revealed a wire fragment in the pt right pulmonary vessel. Wire will remain, surgeon will not remove due to risks.